Event description:
Philips received a complaint by the customer on the v60 indicating that the devices the touch panel randomly greys and is not functioning. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Customer states that after device is on for over 5 minutes the buttons on screen stop responding to touch, device is still operating and ventilating, but customer is unable to make any changes on screen. Troubleshot with customer to determine if touchscreen or liquid crystal display (lcd) is the issue. After troubleshooting and finding that all bezels are cracked, customer is requesting replacement user interface (ui) assembly white to replace all bezels touchscreen, lcd and ui pcba. The rse provided customer with part number and price: ui assy, w/o nav-ring, white, v60. The investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.